Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm. Approximately 19 months post procedure patient suffered thrombosis of right brachio-basilic arteriovenous fistula. Presenting with inability to connect to outpatient hemodialysis circuit due to suspected arteriovenous fistula malfunction. Palpable thrill on exam. Fistulagram with vascular surgery with findings of thrombosed arteriovenous fistula from the aneurysmal portion to axillary vein, unable to select the venous outflow tract past the aneurysmal portion and arteriovenous fistula deemed non-salvageable, successful placement of 23cm tunneled dialysis catheter. Right axillary-axillary arteriovenous graft creation with 5mm artegraft (arteriovenous graft was looped laterally on arm).the event was treated with percutaneous intervention. Patient recovered.